Event description:
Customer alledged that the flowtron pump was not turning on and sparks were visible on transparent plug from power cord. Following the inspection, an arjo technician found tht the pcb power inlet electronic board had a short circuit. Power cord was not damaged, there was no crack on the plug either.

Manufacturer narrative:
Investigation is ongoing, when it is completed a supplemental report will be submitted.

Manufacturer narrative:
The device inspection showed that the pcb located inside the pump had a short circuit. In case a short circuit occurs on the power inlet board (pcb), more current may flow into the power cord. When the power cord plug is inserted into the socket and the plug pin is close to the copper plate of the socket, electrical sparking may occur. It is unknown why the pcb failed. A review of service records has shown that the pcb had not been replaced on this product before, therefore a component failure due to normal wear cannot be ruled out. The product was involved in the incident since sparks were occurring on the power cord. The device failed to meet its specifications due to faulty component. This complaint was deemed reportable due to allegations of sparks on the power cord plug. There was no patient involvement and no report of injury.